Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted to the hospital on (B)(6) 2016. Customer stated that he went in for amputation because of gangrene. Customer has not been discharged yet and had an additional surgery on (B)(6) 2016. Customer was wearing the pump at time of hospitalization.